Event description:
The customer contacted stryker to report their device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and replaced the battery pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.